Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, palpable mesh, bacterial vaginitis and yeast infections. A mesh revision was performed.